Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsmelody¿ liquid under pressure sprayed outside of instrument. There was no user impact reported. The following information was provided by the initial reporter, translated from french to english: it leaks a lot in the bottom compartment of the melody, left side. Externally everything is well connected. Was the leak contained within the instrument?no was the leak in a customer accessible location? No what was the fluid that leaked? We don't know if so was there leaked fluid in under pressure?yes what is the source of leak -- waste line or non-waste line?non waste line if waste line, whether it is mixed with bleach or contamination?no was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No¿.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsmelody¿ liquid under pressure sprayed outside of instrument. There was no user impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: it leaks a lot in the bottom compartment of the melody, left side. Externally everything is well connected. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? We don't know. If so was there leaked fluid in under pressure? Yes. What is the source of leak -- waste line or non-waste line? Non waste line. If waste line, whether it is mixed with bleach or contamination? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.